Event description:
The nephew of an (B)(6) male patient to report that the patient's monitor was displaying wrench code 101 (audio visual firmware corrupt). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 101) has been confirmed. Upon investigation the monitor software was corrupted, which caused the code 101. The root cause of the corrupt software could not be positively identified. After reprogramming the software, the monitor was fully functional. No adverse event resulted from the corrupted monitor software. The patient received a replacement monitor.